Manufacturer narrative:
Submit date: 4/5/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a gravity set. The customer reports that the gravity feed is not going through the tubing. It appears to be occluded about 2" down the tubing past the clear funnel. Because of the issue, the caregiver had to rinse bags from a previous lot to feed the patient. The patient subsequently did get a mouth and ear infection and was taken to urgent care where she was prescribed antibiotics. This incident may or may not be attributed to an infection caused by rinsing + reusing the bags.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.